Manufacturer narrative:
The device evaluation was completed on 10-sep-2021. The product was returned to bwi for evaluation and a visual inspection and a carto test of the returned device were conducted. Visual analysis of the returned sample revealed a reddish material and a hole in the pebax and metals exposed on the thermocool® smart touch® sf uni-directional navigation catheter. The spi functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly as the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device [30554923m] number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported could be related to the reddish material observed inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. The instructions for use contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that the carto 3 system was displaying high force readings after zeroing the catheter. The force shot up to 60 after it was inserted into the body and they tried to zero the catheter several times without resolution. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved, and the procedure was continued. The carto 3 system is operating per specs and is not responsible for the product issue. There was no patient consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found that there was a hole on the pebax and reddish material inside of it. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding is 10-sep-2021.